Manufacturer narrative:
The insulin pump was received with a insulin pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The pump was received with a cracked case (battery tube), and cracked battery tube threads. Unit p-cap test reservoir locked properly in place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.